Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited vegetation on leads. A revision was performed and the pacemaker along with the right ventricular (rv) lead and the right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).